Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the stomach during laparoscopic sleeve gastrectomy procedure, the device "made a weird sound" then stopped working. Small plastic pieces fell into the patient, and pieces were picked out. A new handle and reload were opened to complete the case. There was no patient injury.